Event description:
Subsequent information indicates that the patient was seen for a revision procedure where the lead was surgically abandoned and capped and the device was explanted. It was reported that the device was not expected to be returned for analysis. There were no adverse patient effects reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated cardiac resynchronization therapy defibrillator (crt-d) displayed a shock impedance measurement of 125 ohms. The shock impedance had previously been lower. It was discovered that a programming change had been made from triad to rv coil - ra coil when the patient was having a defibrillation threshold (dft) test performed. Boston scientific technical services discussed that with the programming change made, an increase in shock impedance measurements would be expected. There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.